Event description:
It was reported that the right atrial (ra) lead had low and varying impedances causing an increased output. The lead remains in use, however a lead revision is planned in the future, and the patient will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (ipg), (B)(6) 2007. (B)(4).